Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02706 for the other associated device information. It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure the two hydratome devices would not bow. The procedure was completed with an olympus v system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. (Would not bow). The complainant indicated that the device has been disposed of and will not be returned for evaluation. A device evaluation cannot be performed; the cause of the reported malfunction is indetermined, if any additional relevant information is received, a supplemental medwatch will be filed.